Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3 other text : the customer called and spoke with a philips remote service engineer.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the ECG lead wire was broken. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Based on the information available and the testing conducted, the cause of the reported problem was damaged ECG lead. The reported problem was confirmed. The replacement of ECG lead was sent to customer. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.